Event description:
A scrub tech reported that the gas tank knob would not turn during surgery which resulted in an alternate gas being used in the procedure. There is no known impact to the pt. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).